Manufacturer narrative:
Product event summary: the cable had the word broken written on it with an arrow pointing to the atrial connector. It was not confirmed that the atrial connector was shorting. No intermittent connection was found when the cable was bent / manipulated. It was determined that the connections were not shorting out between themselves.

Event description:
It was reported that during an implant procedure, the analyzer cable appeared to have a short. As the right atrial (ra) lead was being tested through the analyzer cable, the sensing and impedance values were normal, however the capture threshold was measuring high which prompted the physician to reposition the lead several times. The ra lead was explanted and replaced. The analyzer cable was replaced and has been returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.